Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: balloon detachment requiring surgical intervention. Device issue: balloon rupture/balloon detachment. It was reported that the balloon ruptured at 20 atm (above) during post dilation. During removal of the stent delivery system (sds), the balloon became caught at the guide catheter opening. Additional force was applied and the balloon detached from the sds, but remained on the guide wire. During removal of the guide wire with the balloon attached, and the guide catheter as a complete unit, the balloon came off the guide wire and dislodged in the right common femoral artery. The patient began to experience chest pain symptoms and an endarterectomy was performed later in the day. The balloon was completely removed and the vessel was surgically repaired. There were no reported adverse patient sequelae. No additional event or patient information is available.

Manufacturer narrative:
(B) (4).